Event description:
It was reported that a patient had a broken plate after a revision surgery to another company's hardware. The plate was returned and it was confirmed to be broken at the screw hole in the middle of the plate. The plate performed as intended during the normal healing timeframe, but there was a nonunion after 5 months and the plated continued to be placed under stress. No information was received related to patient history or sudden death. The most likely root cause of the plate breaking is a nonunion.